Event description:
It was reported that within a few weeks of implant, the patient experienced hematoma and ecchymosis at the device site. Ice packs, antibiotics, and aspirin were given, and the device remains in use. No further patient complications have been reported as a result of this event. The patient was noted to be part of the attain performa study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429888 implantable pacing lead, (B)(6) 2013; 5076-52 implantable pacing lead, (B)(6) 2013. (B)(4).